Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 190 mg/dl at the time of the incident. The customer stated the alarm occurred during bolus. The customer stated the insulin pump was not dropped, bumped or exposed to a magnetic field. The customer removed the battery and inserted a new one and the insulin pump alarmed motor error. The customer was asked to check alarm history and motor error alarm was in the history. The customer was instructed to rewind the insulin pump, customer stated the pump alarmed motor error. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.